Event description:
Pt was treated for laser skin resurfacing done on neck, face, and forehead. Pt indicates he experienced facial scarring and hyperpigmentation as a result of the treatment.

Manufacturer narrative:
Iridex responded to this incident (dates (B)(6), 2009 and (B)(6), 2010) upon request from the FDA.